Event description:
It was reported that a stent fracture, stent thrombosis and myocardial infarction occurred. A promus element plus stent was implanted in the circumflex (cx) and a 2.75 x 38mm promus element plus stent was implanted in the descending anterior (da) with no issues. Fifty four days later the patient presented with angina. Coronary angiography revealed that the previously implanted stent located in the da was thrombosed. The physician crossed the lesion with a 0.014 guide and insufflated with a maverick reducing the occlusion to 70% . The physician repeated balloon inflation with the same result. The physician inferred that the implanted stent was ¿broken¿ and that was why the artery was occluded. Another stent of the same size was placed in the previously implanted stent and the issue was solved. The patient condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).